Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) and increase in pacing thresholds. The health care professional (hcp) called technical services (ts) for troubleshooting assistance. Ts reviewed the presenting electrogram (egm) and provided programming optimization recommendations. The rv lead was successfully reprogrammed and will continue to be monitored. No adverse patient effects were reported. This rv lead remains in service.